Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0330940 ¿ device expiration date : 12/31/2025, ¿ device manufacture date :01/27/2021. Lot # : unknown ¿ device expiration date : unknown, ¿ device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for missing cannula pe and for needle clog on lot # 0330940. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Secondary batch - unable to perform DHR review or complaint lot history check for missing cannula pe and for needle clog owing to the unknown lot number. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 0330940 was carried out. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 4 bd pen ndl 32g 4mm were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter :   the consumer reported the pen needles to clog during injection and the non patient end needles to be bent. The consumer found 1 pen needle without a patient end needle when he removed the outer and inner shield. Occd date : unknown and (B)(6) 2021 (for missing patient end needle). Sample status : discarded.